Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit could not program volume; no audible alarm. No further information available at this time. No patient injury or harm was reported.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit could not program volume; no audible alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.